Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that there was foreign matter in tube; biological and non-biological/ air bubbles in gel in the tube. The following information was provided by the initial reporter: the black dot originally present in the inner wall of collection tube. And some contents have bubbles. They was noticed before used.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd did not receive samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter/air bubbles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of foreign matter/air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that there was foreign matter in tube; biological and non-biological/ air bubbles in gel in the tube. The following information was provided by the initial reporter: the black dot originally present in the inner wall of collection tube. And some contents have bubbles. They was noticed before used.